Manufacturer narrative:
As previously reported, the cause of the issue was found to be related to calibration of the imaging system trackers and not the navigation system. Therefore, reversing the suspect medical device with the concomitant medical product initially reported. UDI also provided for the corrected imaging system.

Manufacturer narrative:
Patient information was refused to be provided by the initial reporter. A medtronic representative went to the site to test the equipment and found the that the navigation system shows the pointer tip inside the metal clamp. The medtronic representative also found the right trackers on the imaging system were close to the limit values. The medtronic representative re-calibrated the trackers to resolve the issue. The imaging system then passed the system checkout and was found to be fully functional. The navigation system also passed the system checkout and was found to be fully functional.

Event description:
A site representative reported that, while in a spinal fusion procedure there were misplaced screws. The site representative reported all the screws were inaccurate to the left, by approximately 5 millimeters.. The site representative reported this did not affect the placement of the left sided screws but caused the right side of the screws to be placed inaccurately. The right screws were removed and replaced. The site representative also reported the pointer instrument was inaccurate. The surgeon completed the procedure with the use of the navigation system. There was a reported delay to the procedure of less than 1 hour due to this issue.